Event description:
A consumer implanted for spinal pain reported they were implanted in 2012 and were told the battery would last for eight years, but it only lasted four years. Without the implantable neurostimulator (ins) the pain was intense the consumer could barely walk. On (B)(6) 2016 the battery was replaced, and the consumer was looking for help with paying for the surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-01-22 reporting that the patient had a replacement implantable neurostimulator (ins) placed last year after the first one stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.